Event description:
It was reported that during an open colon resection procedure, the number three firings were incomplete regarding malformation of distal placement of clips. Another cartridge was placed in the stapler and performed a well performed placement of clips. Delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully cut? Did the device partially staple (staples missing from the staple line)? What was the appearance of the deployed staples (b-shaped, irregular)?